Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a healthcare provider (hcp). Regarding an implantable neurostimulator (ins). The reason for call, was to get MRI information. The caller indicated, that the patient claimed that the stimulator had not been operable or was dead for the past ten years. The caller was an MRI tech and did not have other details about the status of the ins. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information. Additional information was received from the patient (pt). They reported, that their implant had a defective battery. Pt noted, it ran down once and then they could not recharge it again. Pt noted, they wanted to replace the device, but decided it was not worth the surgery to go through all of that once again. Pt noted, they are going to see a specialist in september to have the device removed, so that they can have MRI's once again.

Manufacturer narrative:
B3: event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.